Event description:
It was reported during the use of the product, leakage of air from the product was observed. No patient injury reported.

Manufacturer narrative:
A product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: one sample from our inventory and five photos were provided for investigation. Based on the photos the inflation line was broken off and a bite mark was observed; the complaint was confirmed. Based on the analysis conducted in the sample provided, the most probable root cause is that tube was broken off by the end user since a bitten mark was appreciated on the inflation line. A device history review was completed and there were no issues, nonconformance's reported during the manufacture of this lot.